Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr head and cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head an cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The reported findings of possible avn and bone loss may be the root cause but, due to limited relevant information or medical records, it cannot be confirmed. It is unknown whether the patient had any underlying contributing health factors, therefore, the root cause of the reported symptoms noted in the legal claim cannot be concluded and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. The patient impact beyond the revision and expected postoperative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal* bilateral patient. It was reported that a patient underwent a left hip revision surgery on (B)(6) 2018 due to pain, avascular necrosis of left femoral head with subsequent loosening of the component. No signs of metallosis were found intraoperatively. The patient also started experiencing symptoms in the right hip (covered under (B)(4)).

Event description:
User submitted medwatch mw5076889. Patient reports that left hip revision surgery was performed due to the components becoming "detached, severing veins, causing necrosis".